Manufacturer narrative:
. E1 - phone number: +(B)(6). H3 - device evaluation anticipated but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the bakri tamponade balloon catheter leaked during treatment of a postpartum bleeding caused by uterine atony after a cesarean section birth. The patient experienced blood loss of 700 ml. Following treatment with uterine contractions, the balloon was placed to achieve hemostasis. During inflation, a leak was identified at the valve connecting to the front end of the catheter. The balloon was not touched by metal tools (such as forceps, suture needles, etc.), and the leak was not caused by sharp instruments. The device was immediately replaced with a new balloon. The patient's total blood loss was 800 ml; hemostasis was successfully achieved with the replacement device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No blood transfusion was required.